Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) behavior on this pacemaker. As a result, it was explanted and successfully replaced. Other than the replacement procedure, no adverse patient effects were reported. At this time, this pacemaker was already returned to boston scientific.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) behavior on this pacemaker. As a result, it was explanted and successfully replaced. Other than the replacement procedure, no adverse patient effects were reported. At this time, this pacemaker was already returned to boston scientific.

Manufacturer narrative:
Analysis of the device has not yet been completed. At this time, no further information is available. Should additional information become available this report will be updated.